Event description:
It was reported that t1 and t2 deployed at the same time. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 and t2 deployed at the same time. All t's were removed from the patient.¿ t1, t2 and suture were returned. The suture has been cinched. T1 was found with a curved shape bend which is a symptom of the anchor being pulled back through tissue after tissue penetration. The needle does not show signs of damage. The depth limiter is flared and puckered at the distal end. This is symptomatic of resistance and difficulty with anchoring at the chosen location. A functional test indicated that the device cycles and actuates successfully. No root cause related to the manufacturing process was established.